Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room (ER) with complete heart block (chb) and a low ventricular response rate. It was also reported that device interrogation revealed potentially low ventricular impedance and a power on reset (por) and no output. It was also noted that the interrogation screen popped up fast and when the interrogation was attempted a second time, no interrogation of the device could be made. The device was removed and replaced with a new device. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.